Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted a missing pair of sutures and needles. Samples were forwarded to engineering for further evaluation of a missing pair of sutures and needles. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition of incorrect needle quantity was assigned to manpower. Due to the fact that personnel involved in the manufacturing process of this lot were properly trained and knew how to perform the task; however, they may have a lack of attention/application skipping the procedure step during the assembly process and inadvertently miss one unit prior to winding the sutures into the retainer. The product analysis established a relationship between a device failure and the reported incident of incorrect needle quantity. The root cause of the observed condition was determined to be a result of a manufacturing error and recertification and a corrective action have been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A quarterly summary report and is being resubmitted per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during unpacking. One suture was missing. No known impact or consequence to patient.